Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the cds resulting in a torn chord. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however grasping was unsuccessful therefore the cds was retracted to the left atrium (la) when it became entangled in the chords. The cds was able to be removed however it was noted a chordae was torn. The cds was advanced back to the valve and the clip deployed. Another clip was implanted, reducing mr to 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to grasp the leaflets. The reported difficult to remove (clip entangled with chords) appears to be related to user technique. The patient effect of tissue injury appears to be related to the procedural condition and tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.